Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, during a procedure the symphony french bender inner knob broke off the french bender. Th french bender lost the ability to hold rod. There was no surgical delay. There were no patient consequences. The procedure was successfully completed. This report involves one (1) symphony oct system french rod bender for 3.5mm and 4.0mm rods. This is report 1 of 1 for (B)(4).